Event description:
The event is reported as: complaint alleges that the device did not nebulize. Defect was discovered prior to use on a pt during inspection/functionality testing. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.